Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough, runny nose and bronchitis. The patient undergoes dialysis procedure in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to have cough, runny nose and bronchitis. The patient undergoes dialysis procedure in response to the reported event. Despite of three attempts (B)(6) 2022, (B)(6) 2022, (B)(6) 2022 ; the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.